Manufacturer narrative:
The staff was re-trained to always wear personal protective equipment (ppe), particularly gloves when handling cassettes. The batch record review did not reveal any indication on a deviating quality profile for this batch. Retains testing was performed. One cassette from beginning of the batch and one cassette from the end of the batch were opened and tested in the sterrad sterilizer. There were no signs of h2o2 leaking or any other visually detectable deviations. All in-process controls are within specifications. Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) received a ¿burn¿ or a skin reaction while trying to insert a sterrad® 100nx cassette into the sterrad® sterilizer. The symptoms included a burning sensation on their hands and fingers and the affected area turned white. The hcw rinsed/flushed the area with water for 15 minutes. The hcw was not wearing personal protective equipment at the time of the event and did not seek or receive any medical attention/treatment and is reported to be "all good." This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
.H3: asp investigation summary: the investigation included a review of the device batch record, retains testing of lot, functional analysis, trending analysis by lot number, and system risk analysis (sra). ¿ one sterrad® 100nx cassette film wrap was received and visually inspected. The outer surface of the leak indicator strip was observed white, indicating ¿no leak¿ per the cassette IFU, and the inner surface of the leak indicator was observed to be red per the labeling specifications. The inner surface of the leak indicator strip was then exposed to 1ml of h2o2 in two separate locations and left for 15 minutes. The outer surface of the leak indicator strip was observed to change to red, indicative of a "leak," per the cassette IFU. As the cassette outer wrap leak indicator strip changed to red after exposure to h2o2, functionality of the leak indicator strip was verified and the reason for return was not confirmed. ¿ trending analysis by lot number was reviewed for the six months prior to open date and trending was not exceeded. ¿the sra indicates the risk for exposure to toxic or corrosive material is "low." The issue has been attributed to user error as the healthcare worker (hcw) was not using proper personal protective equipment (ppe) while handling the cassette, specifically gloves were not worn. The report of the cassette leak could not be confirmed since the leak indicator on the returned cassette packaging was observed as white indicating no leak and testing of the functionality of the leak indicator was verified. The customer was re-trained to always wear ppe when handling cassettes. The issue will continue to be tracked and trended. Asp complaint ref #: cmp-(B)(4).